Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported by the basic evaluation patient that they were leaking continuously through the night and changing several diapers a night. On (B)(6) 2021, the patient stated they were feeling pressure and pain from not emptying their bladder and that they were having worsening bladder symptoms.